Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed that a power on reset (por) occurred. It was noted that the device should be able to fully recover after the reset. Diagnostic information is consistent with reported event.

Event description:
It was reported that the device was noted per carelink on (B)(6) 2010 to have "reset". Patient went to clinic for reprogramming. The device is still in use. No patient complications have been reported as a result of this event.